Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sv 2.5b. Pump monitored for several days. Unit received with all operating currents within spec and displacement test. No unexpected low battery alarm anomalies noted. Pump received with cracked battery tube threads, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker and stained address/serial number label. The p-cap locks into the reservoir compartment properly noted.

Event description:
Medtronic received information that charge/battery lasts less than expected, failed batt test, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.